Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt high out of range shock impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This device system remains in service.